Event description:
During a ptca treatment procedure, the quantum maverick 20x2.5mm balloon ruptured at six atms. The lesion being treated was a calcified 90% stenotic lesion in the mid left anterior descending coronary artery. The quantum maverick balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported.